Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician it was noted that the device was not sealed and the screws of the back side of the base were added separate in a plastic bag. The technician also noted that there was a clamp malfunction on the screen after power "on", there was no safety board installed, the device displayed error 102, the motor pressure board was inserted into the wrong controller bus on the system controller board and the pressure test failed on the motor pressure board. The technician also found error 102 in the error log file, observed both back up batteries are overdue, and that the shipping box was worn. The issues were resolved by cleaning the device, replacing the back up batteries, the fan filters, the motor pressure board, calibrating flow and pressure, and clearing the error log and solving the error. Preventive maintenance was completed per specifications. Conclusion: this occurrence was identified during preventive maintenance, therefore, there was no patient involvement. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Note: this unit was manufactured in 2008; batteries are to be replaced every 4 years per the preventive maintenance schedule. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preventative maintenance of this bio-console instrument it was noted that the device was not sealed and the screws of the back side of the base were added separate in a plastic bag. The technician also noted that there was a clamp malfunction on the screen after power "on", there was no safety board installed, the device displayed error 102, the motor pressure board was inserted into the wrong controller bus on the system controller board and the pressure test failed on the motor pressure board. The technician also found error 102 in the error log file, observed both back up batteries are overdue, and that the shipping box was worn. This was detected during service so there was no adverse patient effect.